Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate therapies due to svts being misdiagnosed as vt/vf episodes. Therapy was also delivered when the svt rhythm accelerated to the vf zone. The device was reprogrammed and the patients medication will be adjusted. Patient was asymptomatic and in stable condition.